Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the ring enclosing the reservoir was cracked and broke off. Customer's blood glucose was 123 mg/dl. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump had a completely broken off reservoir tube lip, a cracked belt clip slot, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads, and minor scratches on the lcd window.